Event description:
Additional information related to this event was previously reported in manufacturer¿s report 3007566237-2012-02050. All follow-up related to this event will be reported in manufacturer¿s report 3004209178-2012-01018.

Event description:
Additional information: the patient experienced symptoms of fluid and pressure around pump, rib pain, nausea and reduced appetite. It was indicated the patient had seroma at the pump pocket site. Fluid was aspirated (B)(6) 2012 and the (B)(6) 2012. The cultures were negative. During surgery to move the pump pocket down, the health care provider (hcp) noted that the pump had broken free from mooring ligatures and flipped upside down in pocket. The hcp repositioned the pump. The outcome was noted as recovered without sequela (B)(6) 2012. The pump was used to deliver morphine and bupivicaine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient complained of discomfort at right upper buttock pocket site. The pump-pocket was moved to the abdomen. Patient outcome was noted as resolved without sequel as of 2012-(B)(6).

Manufacturer narrative:
Catheter model: 8731, (B)(4), implanted: 2005-(B)(6), explanted: unk; programmer model: 8835, (B)(4).

Manufacturer narrative:
(B)(4).